Event description:
Device #2 issue: none. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, difficulty was encountered attaching the clip applier to the exchange sheath and the operator believed there was no clip in the device. The exchange sheath was removed, the vessel was reaccessed, and a second starclose se device was attempted. After clip deployment of the second starclose se device, bleeding continued. Manual compression was applied to achieve hemostasis. The starclose se clip deployed and remains in the common femoral artery. No adverse patient effects were reported. Though requested, no additional information was provided.

Manufacturer narrative:
(B) (4). (B) (4). Device #1: part #14679-01, lot #84027-6h, is being filed under a separate medwatch MFR number. The customer reported the device was discarded. The lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.